Event description:
The physician reports, six plus months after a renal stone surgery using a soltive pro superpulsed laser system, and a 200 micron tfl ball tip single use fiber, two patients experienced kidney collapse. Both cases had five minutes of lasing time at 20-30 watts. Renal stones were less than 1cm. The physician is not sure if this is related to the laser or not. Additional details were requested regarding the patient and reported events. The physician states no additional information will be provided. The laser generator was installed with the latest software. Case with patient identifier (B)(6) reports the laser fiber used in patient 1 of 2 procedure. Case with patient identifier (B)(6) reports the laser generator used in patient 1 of 2 procedure. Case with patient identifier (B)(6) reports the laser fiber used in patient 2 of 2 procedure. Case with patient identifier (B)(6) reports the laser generator used in patient 2 of 2 procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to report investigation findings. New information is reported in d8, h4, h6, and h10. Medical safety assessment of the reported event was conducted, and it was determined that this case is a reportable patient event (serious injury). It was presumed the term kidney collapse suggests end-stage renal disease which meets definition of serious injury. Device is not returning thus no physical inspection can be conducted no non conformances were found for this device by the original equipment manufacturer. No specific actions are required at this time because as a result of these complaints. Olympus has implemented software upgrades to reduce risk of injuries to sensitive anatomies such as the kidney or ureter. Based on the available information in the complaint and risk management records, there is no evidence of the severity or occurrence of patient harm being greater than expected. That is, the current risk-benefit of the soltive laser system is unchanged. Olympus will continue to monitor complaints for this product.